Event description:
While being transferred from her wheel chair to her bed by the hoyer lift, the cradle disconnected from the lift arm. As a result of this failure, the resident fell approx four feet to the floor.